Event description:
ICD implanted in 2006. On routine check, the pacing thresholds were decreased. Review of x-ray demonstrated the right ventricular lead to have moved. On the event date, underwent ICD lead revision/replacement. The lead was noted to have some blood on the insulation.